Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received an error-4 display message on her freestyle freedom blood glucose meter upon test strip insertion. As a result, the customer reported she felt off balance, lost consciousness and bumped her head. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported she drank orange juice to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.